Manufacturer narrative:
(B)(4). Additional information: the sample was received on an unspecified date in the second week of (B)(4) 2014. The device was received for evaluation by the baxter product analysis laboratory (pal). The service history log revealed that the device was serviced more than one year ago. A review of the event history log did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A return procedure for the device was initiated. Upon receipt, an evaluation will be performed to investigate the reported death. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was not hospitalized prior to death. It was reported the patient passed away at home.the cause of death was reported to be cardiac arrest, renal failure and hypertension. It was reported the patient was performing pd therapy with a hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.